Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Upon initiation of treatment, the dialyzer began leaking blood and the leak was visually observed from around the outer cap of the dialyzer. The entire cap was filled with blood. The machine alarmed. Estimated blood loss was less than 100 cc's. Patient had no adverse effects and required no medical intervention. Sample is not available; sample is not available; sample was discarded.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Upon initiation of treatment, the dialyzer began leaking blood and the leak was visually observed from around the outer cap of the dialyzer. The entire cap was filled with blood. The machine alarmed. Estimated blood loss was less than 100 cc's. Patient had no adverse effects and required no medical intervention. Sample is not available; sample is not available; sample was discarded.